Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver requested assistance for a complete supply change while the user was using an ilet with a contact/detach 23" 6 mm infusion set and a dexcom g7, after which the user successfully changed supplies and experienced a blood glucose of 260 mg/dl attributed to pump removal for shower and supply replacement. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and the user elected to allow the ilet to correct the elevated glucose. Investigation included troubleshooting and education on infusion set and cartridge management and confirmation that the user does not disconnect for exercise. Investigation of this case revealed no device alarms for high or low glucose and no device malfunction, with the hyperglycemia attributable to temporary disconnection during supply change. It was concluded, based on previously established findings for similar reports, that the cause was user management factors during planned infusion set replacement.